Event description:
It was reported that the tyvek packaging seal was broken, possible packaging sterility issues. Another device was used to complete the case. There was no pt involvement.

Manufacturer narrative:
Info anticipated, but unavailable at this time.